Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. Of which (B)(4) units were manufactured. (B)(4) units of the product are in stock, 36 units have been requested for analysis as only one open sample has been received. The open sample received has the needle detached from the thread and in consequence further analysis cannot be performed. The units from stock requested for analysis have been tested and the needle attachment results do not fulfill the OEM requirements. All units have fulfilled tightness test, all pouches are tight. Reviewed the batch manufacturing record, there are no incidences found and the results during the process fulfilled the OEM requirements. Needle attachment strength results performed to samples before releasing the product into the market fulfilled the OEM requirements. Final conclusion: the complaint is justified. Taking into account that the results of samples analyzed from stock do not fulfill the OEM specifications. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: france. It is reported that the needle detached from the thread during use.